Manufacturer narrative:
A ge service representative performed an on site investigation. The nodes were flashed and the utility suite was reloaded. The calibration files were checked. The fluoro functions board was installed and the monitors were calibrated. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system would not perform fluoroscopic x-ray. No patient injury was reported.